Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 107 mg/dl. During troubleshooting with plunger and a 5.0 unit manual prime, customer was able to resolve no delivery with reservoir change.

Manufacturer narrative:
A visual inspection was performed on 2 opened and used reservoirs found both reservoirs failed per inspection. The snap caps, septums and transfer guards from both reservoirs were not returned. 1 of the reservoirs has the first o ring out of the grove.